Manufacturer narrative:
Event was reported to have occurred on an unreported date in the middle of (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as not paying attention to disinfect when doing pd treatment. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was continued during treatment. No additional information could be provided as the reporter declined follow-up.